Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: pelvic pain; painful intercourse; recurrent incontinence; aggravated incontinence. Nonsurgical treatments: on (B)(6) 2017 the patient commenced other medication (please specify): apo cephalexin 250 mg 1 daily for purpose: prevention of pelvic inflammation. Treatment duration: forever. On (B)(6) 2016 the patient commenced topical treatment (including oestrogen cream): ovestin cream estriol 1mg/g for the treatment of: ?. Treatment duration: forever.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.